Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has noise appears on the touch panel scree issue. There was no patient harm.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1, e2 g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d10, h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was unable to be reproduced reported. The fse replaced the pcba, video generator (0670-000-1182) as precaution and the device returned to expected use. The fse calibrated and passed all functional and safety tests per factory specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has noise appears on the touch panel scree issue. There was no patient harm.